Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 8 of 8 mdrs filed for the same event (reference 1825034-2013-00473 / -00477 and 1825034-2014-06410, -06412, and -06421).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005 and left total hip arthroplasty on (B)(6) 2008. Subsequently, a left hip revision procedure was attempted on (B)(6) 2012 due to elevated metal ions; however, the surgeon was unable to separate and remove the components and the patient was closed. The left hip components were successfully revised on (B)(6) 2012 and replaced with a cement spacer as the patient had developed an infection. The patient underwent another hip arthroplasty procedure to implant new left hip components and remove cement spacer on (B)(6) 2012. A subsequent revision to exchange the modular head was performed on (B)(6) 2012. In addition, the cup was removed and replaced with a competitor acetabular component.